Event description:
Procedure: sigmoid resection. According to the reporter: the surgeon reported that the ta device did not fire after stapling the rectum. The surgeon thought that the ta was fired and transected the rectum with a scalpel. After the transaction, the rectum was not closed from the staples. The surgeon decided to close the defect with a suture. After suturing the rectum, the surgeon did not want to make an anastomosis because of the risk of leakage. Therefore, he created a permanent stoma. The surgeon made a mip registration. There were results in tissue damage or pt injury. To correct this condition, the surgeon sutured the rectum.

Manufacturer narrative:
(B)(4).